Event description:
I had mesh placed for a hernia that I had in my stomach. Now I have a stinging sensation when I bend. It feels like my skin is stretching or tearing and this has been happening for a year.